Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) had communication loss with the telemetry devices. The issue was found to be caused by an incorrect ip address. Once corrected, the issue was resolved. The device was in use on patients, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had communication loss with the telemetry devices.